Manufacturer narrative:
Follow-up #1; date of submission: 10/07/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/25/2014 with the following findings:inexplicable reboot events, which are potentially indicative of the reported event, were observed in the black box data. The battery compartment was observed to be free of damage. Visual inspection revealed that the threads of the battery cap were stripped, and thus the battery cap was unable to secure to the pump per the instructions for use (IFU). The pump displayed intermittent power with the returned battery cap installed; the reported event was duplicated. The battery cap damage directly caused the reported event. A test battery cap, which was able to secure to the pump per the IFU, was used for the remainder of the analysis. The pump was exercised for 24 hours, during which no power-interruptions were observed. The pump case was removed, and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.